Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to part # 654587 and serial # (B)(6) . Problem statement: customer reported a complaint on a facslyric 3l8c instrument ¿ 654587 of the sample needle leaking waste material not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 15sep2019 to date 15sep2020. Complaint trend: there are two complaints related to the issue of waste liquid leaking out of the sample needle out of the instrument; pr# (B)(4) and this one, (B)(4). Date range from 15sep2019 to date 15sep2020. Manufacturing device history record (DHR) review: DHR part #654587 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the sip/sit leaking waste without bleach and not contained within the instrument was due to the v8 tubing line. This tubing line is used to help aspirate waste to the waste tank, but any clogs, kinks or cracks will contribute to a sip/sit leak. This issue was confirmed by the tsr (technical support representative) during a phone consultation and instructed the customer to remove, reseat and massage the tubing for better flow. No engineer was needed to be dispatched to the customer¿s site for repair because the leak was resolved. No return sample was requested for evaluation because no parts were replaced. After the repair, the instrument was tested and was performing as expected. There was no leak flowing from the sip/sit. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste, as cautioned in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, page 125. After the repair instructed by the tsr, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, however there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 02oct2019. Defective part number: n/a. Work order notes: subject / reported: liquid comes out of the sample needle after sit curse problem description: monthly cleaning was done, then it drips from the sample needle after a sit flush / now a real jet comes out of the needle during a sit flush. Tube overflows. Work performed: blockage in the v8 hose removed. Cause: constipation. Solution: eliminates constipation. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no azure ID: (B)(6) . ID: (B)(6) . Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (tfs ID): 93132. (B)(6) sample preservation during pause. Implementation verification: (B)(6) sit backflow control. (B)(6) . Effectiveness verification: (B)(6) . (B)(6) . Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Azure ID: (B)(6) . ID: (B)(6) . Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes. Req link (tfs ID): 93132. (B)(6) sample preservation during pause. Implementation verification: (B)(6) sit backflow control. (B)(6) . Effectiveness verification: (B)(6) . (B)(6) . Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was due to a dirty and clogged v8 waste tubing line. Conclusion: based on the investigation results, the root cause of the sip/sit leaking waste not contained within the facslyric was due to the v8 tubing line. The tsr confirmed the issue of the tubing needing to be removed and cleared of debris. The customer performed the repair which resolved the leak and brought the instrument to normal operation. The safety risk is moderate, s3, however there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that after the monthly cleaning of a bd facslyric¿ the wasteline leaked outside of instrument. The following information was provided by the initial reporter, translated from german to english: monthly cleaning was done, then it drips from the sample needle after a sit flush / now a real jet comes out of the needle during a sit flush. Tube overflows. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Flow. 5. What is the source of leak -- waste line or non-waste line? Both. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after the monthly cleaning of a bd facslyric¿ the wasteline leaked outside of instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: monthly cleaning was done, then it drips from the sample needle after a sit flush / now a real jet comes out of the needle during a sit flush. Tube overflows. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Flow. What is the source of leak -- waste line or non-waste line? Both. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak?no.